Event description:
The customer reports a falsely decreased architect tsh assay result for one patient. An initial result of 0.08 uiu/ml was generated. The sample was sent to another lab and generated a result of 1.6 uiu/ml (method not provided by the customer). No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
There were no returns made available from the customer site for this evaluation. Accuracy testing was performed using in-house retained material of lot 24918ui00. Twelve replicates each of three different panel specimens were tested across the dynamic range of the assay. All validity and acceptance criteria were met, which demonstrates the ability of the architect tsh assay, lot 24918ui00, to provide accurate results within a selected portion of the dynamic range of the assay. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A review was also conducted to determine if any known quality issues have been observed pertaining to this material. A search determined that there were no occurrences of deviations or non-conformances for this lot of material. The architect tsh assay package insert and the architect systems operations manual contain information to address the current customer issue. The results of the current evaluation indicates that there are no product issues associated with architect tsh assay, list number 07k62, lot 24918ui00. A product malfunction was not identified.